Event description:
Consumer complaint of e-5 error; test strip error, very high blood glucose result (higher than 600 mg/dl). Customer feels well and observed at this time. Blood test performed during call ((B)(6) 2014; 2:08 pm) with result of e-5 after sample of blood is applied. E-5 does not appear when testing with different vial of test strips. Test strip lot manufacturer's expiration date is 07/23/2016 and open vial date is not verified. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Investigation of returned test strips produced "lo" readings. Black chemistry observed due to improper storage; improper humidity and user error caused or contributed to event.